Event description:
The event involves two pts. The syringe was put in a normal fashion. Needle was uncovered, and puncture made into infants thigh. The needle could not be injected because of blockage and needle was withdrawn.